Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that at 5:00 p.m. The patient called emergency medical services(ems), around 7:00 p.m. Because they were disoriented. They had complained of headache and nausea all day so their family member/friend went to go get them some food and came back found them slumped over in bed with confusion. The patient was on warfarin but was not very compliant per their family and roommate. The patient was admitted to the emergency room(ER) for an evaluation for a possible cerebrovascular event. The patient presented to the ER with abdominal pain, back pain and dizziness for several days. The patient also had nausea and pain all over and was not cooperative and/or able to follow exams. A code stroke was called upon examination of the patient by the ER physician. A computed tomography scan was administered and showed an acute intraparenchymal, subdural, and subarachnoid hemorrhage and left-to-right midline shift of approximately 7 mm. Anticoagulation was administered but patient situation worsened and they were not a candidate for neurosurgery. Palliative care was consulted and patient was made a do-not-resuscitate(dnr). The patient was transitioned to hospice care on (B)(6) 2024. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.